Manufacturer narrative:
The tandem t:slim pump user indicates that the humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose may have been impacted. Reportedly, the customer would change the cartridge within or beyond 72 hours.